Manufacturer narrative:
As reported, upon inserting the 5f mynx control vascular closure device (vcd) into the sheath (unknown), the area where the sealant was housed has frayed/splintered and separated. After this happened, the device was removed and another mynx control was successfully used. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The deployer was a certified mynx user. The mynx vcd was used in a peripheral intervention using a retrograde approach. A 6f sheath was used in the procedure. The plastic packaging was opened on a table in the sterile field. There was no excess force applied during insertion. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site and the access site vessel was not tortuous. The patient was not patient morbidly obese. The hospitalization was not extended. Additional patient and procedural details were requested but were not available. The product was not returned for analysis. A product history record (phr) review of lot f2028001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant sleeves-frayed/split/torn-in patient and separated in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, it could prevent the device from being inserted into the procedural sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ the IFU also instructs to insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. It was additionally noted that a complaint investigation that a 6fr sheath was used with a 5fr mynx control vcd. Per the IFU: when using the 5f mynx control vcd confirm that the procedural sheath is 5f with effective working length not exceeding 12 cm. Do not attempt to use the mynx control vcd to close access sites where a larger procedural sheath than indicated was used. Neither the phr review nor the information provided suggests that the reported events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, upon inserting the 5f mynx control vascular closure device (vcd) into the sheath (unknown), the area where the sealant was housed has frayed/splintered and separated. After this happened, the device was removed and another mynx control was successfully used. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The deployer was a certified mynx user. The mynx vcd was used in a peripheral intervention using a retrograde approach. A 6f sheath was used in the procedure. The plastic packaging was opened on a table in the sterile field. There was no excess force applied during insertion. There was no presence of pvd / calcium in the vicinity of the puncture site and the access site vessel was not tortuous. The patient was not patient morbidly obese. The hospitalization was not extended. Additional patient and procedural details were requested but were not available. The device is expected to be returned for analysis.